Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib pad error" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: the device was not returned to zoll medical corporation; the reported malfunction was determined to be normal operation of the device. The device functioned as designed. The device displays a "defib pad short" message when the multi-function cable is shorted to the test plug. Therefore this claim is being closed as device meets specification. No trend is associated with reports of this type. Reports of this nature are not considered to meet our requirements for submission of a medwatch report due to no potential for clinical impact.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib pad short" message. Complainant indicated that there was no patient involvement in the reported malfunction.